Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has a surgical consult on (B)(4) 2018 and the device would be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the x-rays were inconclusive and did not show anything out of the ordinary. The patient was going in for a surgical consult for replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that since 1-2 days after the ins was replaced in (B)(6), the patient was feeling stimulation increase and or disappear. The rep said that since the first post-op appointment, the patient¿s device had been reprogrammed several times in attempts to resolve the issue. The rep noted they checked impedances and they were all fine. Therep said they even checked them in different positions and with the patient pressing on the ins and all the impedances were similar. The patient only feels stimulation change, it hasn¿t been confirmed on the patient programmer if the amplitude actually changed. The rep reported the patient will feel a jolting sensation and stimulation will go up their ribs, down their legs, and then dissipate to where they can¿t feel it. The patient will turn stimulation off and back on again to start feeling normal stim again. The patient never had these issues with their old ins. The stim issues were occurring daily. The rep said it happens at least once a day and tends to be after the ins site has been in contact with something. The rep mentioned if the patient pressed on different spots of the ins, it sometimes elicited a stim change. No trauma or falls were reported. The rep indicated that changes occur most commonly when the patient is sitting, and sometimes when they stand up stim will increase and shoot up to the patient's ribs. The rep indicated when stim is working normally, the patient is feeling it in the appropriate areas. The impedances were as follows: c-0 658, c-1 829, c-2 2346, c-3 1295, 0-1 1087, 0-2 2596, 0-3 1686, 1-2 2176, 1-3 1832, 2-3 2931. Group impedance was as follows: 0+ 1+ 2- 3- 5.90 v, 450 pw, 50 rate, 921 ohms. The rep noted this programming is significantly different than with previous ins since patient has been reprogrammed several times. The rep believed previous configuration with old ins was + + - +. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that x-rays were ordered. The patient has a follow up at the end of the month to discuss x-ray findings. The cause of the issue was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n nmx705085h) is anticipated but has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient experienced increased shock of stimulation at various times. The cause was not yet determined. It was noted that the device was currently implanted and the patient had an x-ray and had an appointment to discuss the findings at the end of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient and surgeon plan on proceeding with a new system with a tentative surgery date of 9/10. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found that the setscrew was not tight to the extension or lead. If information is provided in the future, a supplemental report will be issued.